Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. According to the report, after the trunk-ipsilateral leg component was advanced into position and deployed, intra-operative imaging showed the distal end of the ipsilateral leg had unintentionally covered the left internal iliac artery. Reportedly, after an unsuccessful attempt was made to push the device proximally using a balloon catheter, the physician elected to leave the device in place. It was reported, the physician will continue to monitor the patient as final angiography showed adequate perfusion to the left lower extremity. The procedure was concluded without further issue and the patient reportedly tolerated the procedure.